Event description:
It was reported that pump displayed cartridge alarm and customer¿s blood glucose reading showed as ¿High,¿ with specific value unknown. Customer gave correction insulin injection using multiple daily injections and used this method as backup therapy, while Technical Support confirmed cartridge alarm, arranged replacement pump with updated software.

Manufacturer narrative:
In use at the time of the event:CGM model: Unknown.Mobile OS: Unknown.